Event description:
Patient reported obtaining a blood glucose result of 58 mg/dl, while using the suspect device. Patient stated that immediately after the result was generated, the value changed to 77 mg/dl, and then to 203 mg/dl. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. While on the line with technical support, patient was unable to located any of these values in the device's memory. A display test was performed on the device and all segment appear as normal. Technical support requested the return of the suspect product and replacement product was shipped.